Event description:
Retroperitoneal bleed after vbx kissing stents placed in distal aorta extending into bilateral common iliacs. Vbx used as extensions of ibe device placed in distal aorta for aorto iliac occlusive disease. (Aoid). After initial vbx inflation the plaque in the distal aorta was ruptured and subsequent blood pressure drop was noticed with retroperitoneal bleed appreciated on angiogram. Additional pta measures were taken and bleed and bp stabilized and patient stable and recovered. Once patient was admitted to her room after the procedure, a drop in hgb was noted as well as hypertension over next 48 hours. 2 units of blood given, hgb went from 8.1 to 11. Acute renal failure also now diagnosed and 24hrs after index procedure the patient developed ischemic bowel. Patient expired (B)(6) 2021. Physician believes death was procedure related.

Manufacturer narrative:
H6: added component codes 515 and 788.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. C1: added name and manufacturer/compounder h10: added additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Revised.